Event description:
It was reported that this pacemaker was explanted and replaced due to unknown product performance issue. While the lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The evidence suggests that there are no allegations or concerns against this pacemaker and there is no evidence of malfunction. No additional adverse patient effects. This correction report is being submitted to inform this event is no longer considered reportable.

Event description:
It was reported that this pacemaker was explanted and replaced to prevent a battery change in the near future. The device itself did not have issues. No adverse patient effects were reported.